Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back for help using externals. The caller introduced the caller by saying they liked to call in for assistance using the equipment and getting a little shocked when they connected. The agent helped the caller connect to their implantable neurostimulator (ins) and turned therapy back on and adjusted to a comfortable level.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that that nothing worked yesterday for them when they tried to increase therapy and would like to increase their therapy. The patient said that they "don't know how many times they had to go for them not to go to the bathroom so much". The patient said that they felt they would go every hour and a half. The patient confirmed it was "yesterday that they ever done that". The agent reviewed and guided the patient on how to connect to their therapy over the phone. The patient connected to their therapy and increased their therapy to a comfortable level. The agent reviewed interstim optimization. The agent also reviewed the general use of their external devices. The patient was to monitor symptoms. The agent redirected the patient to their healthcare provider (hcp). On (B)(6) 2026, the patient called back and mentioned that they wanted to make sure that they were using their external devices correctly because after increasing their stimulation, they mentioned that they were shocked consistently by the strong stimulation. The patie nt was unclear if the stimulation resulted in pain or discomfort or none of those but mentioned that they wanted to lower the stimulation a bit. The agent reviewed general therapy information and walked the patient through connecting to their ins. The patient decr eased their stimulation to a comfortable level and will continue to monitor symptoms. The patient was redirected to their hcp if the issue persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.